Manufacturer narrative:
(B)(4).

Event description:
Nurse reported there was a patient that experienced a capsular rupture that required an unplanned vitrectomy.

Manufacturer narrative:
Manufacturing year - 2008. Field service specialist visited account and checked the equipment. He found no problem with the IV pole and performed preventive maintenance. When the nurse was asked was the capsule rupture caused by IV pole issue? The answered no. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: the manufacturer report number should have been (B)(4). All pertinent information available to abbott medical optics at this time has been submitted.